Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, it was difficult to see if the right atrial (ra) lead helix had extended. Several angles were attempted through fluoroscopy and the lead remained fixed after the stylet was removed. However, testing indicated intermittent capture. The physician elected to reposition the lead and noted it was difficult to tell if the helix had fully retracted. The helix mechanism was tested on the table and operated appropriately. The ra lead was re-inserted and again noted a delay in helix extension. It was indicated the fixation tool was turned close to fifty times to fully extend the helix. As all measurements were appropriate, the ra lead remains implanted. It was reported that the patient's anatomy was quite tortuous. No adverse patient effects were reported.